Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that the patient began experiencing nausea approximately one week after implant of the cardiac resync chromization therapy defibrillator (crt-d). Left arm, side and face tingling and numbness were also reported. Attempts were made to obtain additional information but were unsuccessful. According to manufacturer records the device remains in use. No further patient complications have been reported as a result of this event.